Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were only able to get to 13.2ma before getting an out of regulation message. The patient wanted the stimulation to be stronger and had settings of 50hz with a pulse width of 400. The impedances were checked and some values were around 2000 ohms. Reprogramming was done and the representative was able to get the amplitude higher but they still got the out of regulation message. The patient was going to try the new settings. It was noted that the patient was getting abdominal stimulation on the 8-15 lead. The representative was not using the 8-15 lead and the issue was considered to be sudden due to lead placement. The indication for use was non-malignant pain. Additional information received from the manufacturer representative reported that there was no further action and the patient had good coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-apr-05 confirming that weight was not routinely done at the hcp visits. The lead placement was done according to patient needs after the scs trial. No further complications were reported.